Event description:
It was reported that during preparation for an original implant an inflatable penile prosthesis (ipp) did not appear to have any issues. During the procedure the physician attempted to cycle the device and noticed the right cylinder did not feel correctly positioned in the corporal body. The physician explanted the component and noticed there was a small pinhole leak on the component. It was suspected that a needle was accidentally passed through the cylinder. A new device was opened and implanted. The patient did not experience any complications related to the device.

Manufacturer narrative:
Product investigation completed. The pump was visually inspected and functionally tested. No leak was found. The pump was functionally tested and failed deflation test. This functional failure is unrelated to the reported events. The cylinders were visually inspected and functionally tested. Cylinder 1 has a leak in the cylinder body attributed to sharp instrument damage; hole was present. This damage aligned with the accidental damaged stated in the event description. Cylinder 1 was not functionally test due to leak was identified. Cylinder 2 was functional tested and performed within specification; no leak was found. Product analysis confirmed the reported event based on the identification of the fluid leak in cylinder 1 attributed to sharp instrument damage. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that during preparation for an original implant an inflatable penile prosthesis (ipp) did not appear to have any issues. During the procedure the physician attempted to cycle the device and noticed the right cylinder did not feel correctly positioned in the corporal body. The physician explanted the component and noticed there was a small pinhole leak on the component. It was suspected that a needle was accidentally passed through the cylinder. A new device was opened and implanted. The patient did not experience any complications related to the device.